Manufacturer narrative:
Implanted date: device was not implanted. Explanted date: device was not explanted. The actual device has been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported that the destination sheath would not enter the artery. After several attempts the sheath buckled at the tip and was unusable. The patient was reported to be in stable condition. The procedure outcome was a success. There were no other devices or equipment being used with the reported product. Additional information was received on 30sept2019. The procedure that was being performed was a peripheral intervention. A cook sheath was used to complete the case.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to update section h3, and to provide the completed investigation results. One 6fr destination sheath and dilator were returned for product evaluation. Visual inspection revealed that damage was observed at the distal tip of the sheath and the dilator. Microscopy confirmed that the sheath tip was damaged; the tip had a slight tear and some buckling. The dilator was also viewed under microscope and damage was observed on the tip. Based on the provided information and investigation results, there is no definitive evidence that this event was related to a device defect or malfunction. Based on the investigation it is likely that the damage on the sheath and dilator tip can be attributed to difficulties at the point of insertion due to scar tissue, calcification, or a combination of these. However, the exact cause of the reported event cannot be definitively determined based on the available information.